Manufacturer narrative:
The pump passed the active current test and self test. No unexpected power/battery alarms/alerts noted during testing. However, high sleep current noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert found in the pump history file/trace on 24-may-2024 at 14:05:00. No failed battery test alarm found in the pump history file/trace on the event date 24-may-2024. No power loss alarm found in the pump history file/trace. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay, scratched case and pillowing keypad overlay. Unexpected battery power loss alarm and charge/battery lasts less than expected were confirmed due to high sleep current. High sleep current was isolated to electronic assembly. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected, unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1881. The customer reported receiving replace battery alert/replace battery now alarm after receiving a low battery warning. Troubleshooting was performed and found that the low battery warning occurred at least 8 hours before the replace battery alert and a new battery did not resolve the alarm. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1881 was requested and customer response was the device will be returned.